Event description:
The dermatome did not work or randomly stopped working. Due to this issue, a graft was "lost"; a second graft was required. Add'l clinical info was requested and not received at the time of this report.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.